Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the station had been turned off abruptly. A technical support specialist (tss) resolved the issue by replacing the uninterruptible power supply (ups). Normal operation was restored, and no further action was required. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station turned off abruptly. However, there were no delays or adverse events or injuries reported based on this event.